Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the speed 1 was not working on the cooler heater unit. The unit still functions. The device was not changed out, as the customer has been using the unit without speed 1. The surgical procedure was completed was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.